Event description:
I started smile direct club clear aligners in (B)(6) of 2019 and the overall process seemed to go well in terms of straightening my teeth. Then after 6 months of wearing the aligners, I began to have headaches and I am not able to chew with my back teeth like before I started the aligners. My back teeth do not properly line up and I have to chew with my front teeth. My bite is horrible now and I have to have a minimum of multiple thousands of dollars in braces and other corrective measures done to my teeth in order to fix my bite. I am still paying for smile direct club's aligners and cannot afford both braces and aligners at the same time. Nor can I afford the thousands of dollars it will cost to fix this issue. Images of before the aligners and after are to follow within the week. FDA safety report ID# (B)(4).